Event description:
Additional information was received as follows. At the one year follow-up a CT with contrast showed the aneurysm was 76 mm in diameter and 93 mm in length and mild infolding without endoleak or flow limitation noted. At the two year follow-up the aneurysm was 70 mm in diameter and 105 mm in length.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 7.4 cm fusiform thoracic aortic aneurysm approximately 10 months ago. Proximal aorta was 35-34 mm in diameter and 35 mm in length. Distal aorta was 36-32 mm in diameter. The right and left iliac arteries were 12-9 mm in diameter. The right and left arteries were 8 mm in diameter. The access arteries were not tortuous but had mild tortuosity. The aorta had moderate tortuosity and no thrombus was present in the aneurysm neck. Six months post implant there was evidence of stent graft infolding seen. No intervention was performed. No clinical sequelae were reported.

Event description:
Additional information was received as follows: there is a 37mm distal device migration noted which required hospitalization. Secondary intervention was done where the patient underwent 3 vessel fenestrations (sma and bilateral renals). The surgeon modified / fenestrated the vessels as well as performed endovascular repair. Two additional devices from another manufacturer were also used. The investigator assessed the event as device related and not procedure related.

Manufacturer narrative:
Results: inherent risk of procedure (stent graft infolding). Lack of information (unknown cause of stent graft infolding). Conclusion: lack of information (unknown cause of stent graft infolding).

Event description:
Additional information was received as follows: the one month aneurysm measurement is 73 mm and no endoleak, but, mild stent infolding without endoleak or flow limitation was noted. The three year aneurysm measurement is 72 mm and there evidence of stent graft kinking. This was noted as a new observation. There was evidence of stent graft migration from 1 month follow-up; there was no measurement as to how much distance of migration was noted. There was evidence of a type ib endoleak. The endoleak was attributed to loss of seal in the distal thoracic aorta with cephalad retraction of the distal most graft resulting in a type ib endoleak around the stent graft. The aorta has a fusiform morphology down to the level of the chronically occluded celiac. In order to successfully repair this aneurysm, the patient will require intervention at a later date.

Manufacturer narrative:
(B)(4).